Event description:
It was reported to philips that the fluoroscopy could not be performed. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing diagnosis. The customer brought in c-arm to continue and complete the case. It was reported to philips that fluoroscopy could not be performed. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfile remotely and found detector communication error and requested onsite support. The philips field service engineer (fse) checked the system logfile onsite and found multiple communication errors to detector, collimator, aux light box, aux box lamps were bad. The fse replaced aux box lamps and troubleshot fdc (flat detector controller) in m-cabinet and found r2 led lit, replaced the fdc but issue persists. The sib box was replaced and board software downloaded, resolving collimator errors. Despite rebooting the system and reseating cables, the detector issue persisted. Successful loopback tests at the fdc contrasted with unsuccessful detector results. To resolve the issue, the fse replaced the sib box, downloaded board software and reseated power and control cables and recommendation for potential detector replacement if issues recur. The defective part was sent for analysis, for sib box, malfunction was observed and the failure was found to be connection drops. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.